Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a scratched lcd lens, and the latch lock was bent. There was no evidence of the reported problem in the device's event history log. Functional testing was conducted. Upon testing, the reported problem was duplicated. The expulsor was out of specification and determined to be the root cause. The expulsor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period. B3: unknown.

Event description:
It was reported the device's volume accuracy test was requested. The event occurred during testing.